Event description:
It was reported that the implantable loop recorder could not detect any signal due to noise. The device was explanted. No patient complications have been reported as a result of this event, and the patient outcome was reported to be fine.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found.